Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, lump/nodule, cyst(s).

Event description:
Healthcare professional reported right side "pain in the breast, capsular contracture baker grade IV, breast nodules suggestive of fibroadenomas and simple cysts in breast". Medication: montelukast, non-steroidal anti-inflammatory drugs. Device remains implanted.